Event description:
This is a follow up to report a change to brand from sleek unknown to click super tampons.

Manufacturer narrative:
Additional narrative: review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the reported issue.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
On (B)(6) 2018, consumer reported that she used u by kotex sleek tampon a year ago, she had to go to the ER because she was in pain. The doctor said it was caused by either her iud or the tampon insertion. She was diagnosed with pelvic inflammatory disease.